Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred with a cartridge during the loading process. Customer's blood glucose was 231 mg/dl. The same cartridge was successfully reloaded onto the pump to address the issue.